Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported rupture and "feels clinically has alcl." Healthcare professional later reported "the pathology came back as negative for alcl." Healthcare professional later reported right side capsular contracture baker grade IV. Device has been explanted and discarded.

Event description:
Healthcare professional reported rupture and "feels clinically has alcl." Healthcare professional later reported "the pathology came back as negative for alcl." Healthcare professional later reported capsular contracture, baker grade IV. This record is for right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.